Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage noted in force sensor resistor. Visual inspection was performed and the following cosmetic damage was noted: broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the insulin pump alarming. The blood glucose reading is 124 mg/dl. The insulin pump will be replaced. Nothing further reported.